Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient went to an emergency room (ER) and eventually hospitalized on (B)(6) 2025 due to an infusion set bent cannula event. Blood glucose level was 593 mg/dl at the time of the event. Therefore, patient got treated with both insulin pump and injections. The duration of hospitalization was for four days. Patient was found positive for ketones level. Ketones level was more than 2 mg/dl at the time of the event. No further information available.